Event description:
During an ICD replacement, while performing tests, it was observed in aida memory svt/st, a fast vt and fv that were not treated. The vf episode exhibits inconsistencies between egm and markers. However impedance of the isoline lead seemed normal and stable. The subject lead wasn't used with the new ICD and new leads were implanted. The subject lead remains implanted.

Event description:
During an ICD replacement, while performing tests, it was observed in aida memory svt/st, a fast vt and fv that were not treated. The vf episode exhibits inconsistencies between egm and markers. However impedance of the isoline lead seemed normal and stable. The subject lead wasn¿t used with the new ICD and new leads were implanted. The subject lead remains implanted.